Event description:
Customer reported problems with the touch screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the touchscreen. System operates as intended.